Manufacturer narrative:
Received one device. Visual inspection found downstream occlusion sensor (dso) seal damaged. During testing the dso seal was found to detached. All defective components were replaced with new ones. All tests were performed successfully. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that device confirmed bubbled dso, lens damage. The event occurred during testing. There was no patient involvement.